Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a v-shaped crack in the display screen. The blood glucose reading was 67 mg/dl, which was treated for with food earlier during that day. The most recent blood glucose reading was 172 mg/dl. The customer stated that the crack was pretty deep in the upper left corner of the screen. She observed that there were also smaller cracks that were not as deep as the main one, located around the esc button and reservoir window. She believed that she may have bumped the insulin pump, although she was unsure how the damaged had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with deep and minor scratches on display window, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. No crack noted on display window.